Event description:
Medtronic received info that this bovine tissue valved conduit was explanted three months post implant in newborn due to stenosis noted by echo and cath (peak 80-90 mmhg). The info indicates graft stenosis and aneurysm; pannus. Thick inflammatory peel surrounding conduit with worst affected area at distal conduit to pulmonary artery bifurcate anastomosis. Valve was cut during explant to send portion to hospital pathology. The device was replaced with a homograft. Add'l info received indicates the doctor does not anticoagulate these patients.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a clear solution, 0.2% glutaraldehyde, in an explant kit. Two sections of the valved conduit measuring 3 cm and 2.5cm were received for analysis. All leaflets are flexible except where tan thrombotic appearing host tissue lines the outflow. Thick glistening off white pannus overgrowth appears to extend around the circumference of the outflow, onto the interior wall, significantly reducing the outflow orifice area. Tan thrombotic appearing host tissue fills and stiffens the outflow of one cusp. Moderate tan thrombotic appearing host tissue lines the outflow of the other two cusps. Radiography shows areas of tiny granules of mineralization in the walls of both sections. Conclusion: reduced performance of the device attributed to host tissue overgrowth and thrombus, conditions attributed to the pt. Device explanted and replaced with no reported adverse pt effects.